Event description:
In 2008, the patient reported that his infusion sites are not sticking to his skin upon initial application. He stated that the adhesive is not as strong. He stated that infusion sets have not been exposed to extreme temperatures. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replace and requested to be returned for evaluation.